Event description:
Information received by medtronic indicated that the customer reported a battery failed alarm and the battery cap metal piece came off. Troubleshooting was partially performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test, active current test and self test. Pump failed sleep current. No failed batt test alarms during testing. Successfully downloaded history files and traces using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 37 and 6=batt out limit. Pump error 37 triggered on 06/05/2023 at 00:50:53 and 00:51:04. Per software engineer log it was determined the pump error 37 was suspecting due to hardware issue. 6=batt out limit was triggered three times on 06/05/2023 due to hardware issue. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. All connectors were plugged in properly. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assemblies. The following were noted during visual inspection: stained keypad overlay, cracked keypad overlay, missing display window/cover, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case and scratched case. In conclusion, failed battery test was not confirmed during testing. Unit successfully powered up after battery installation. Unexpected battery power loss confirmed due to high sleep current and power management graph. Pump error 37 and pump error 4 were confirmed due to suspecting hardware issue. Problem isolated to the electronic assemblies. Moisture damage found on electronic assemblies. Battery cap damage confirmed due to missing metal stake and missing contact dots on original battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.